Manufacturer narrative:
(B)(4). Eval, results: mi.

Event description:
A 2.75mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in the prox clx (MFR# 2953200-2010-02328) and a 2.5mm diameter x 18mm length endeavor sprint rx drug eluting coronary stent were deployed in the 1st obtuse marginal with no issue reported. However, it was reported that the pt suffered an mi one day post implant of the relevant stents. No other clinical sequelae were reported.